Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was exposure to water when the customer fell into a lake. Her blood glucose level was 192 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also; moisture damage was found on the lcd board. The insulin pump has cracked case near the display window corners, cracked reservoir tube lip and minor scratches on the display window noted.